Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered and indented. Reportedly, customer fell on the pump and the touch screen became shattered. Additionally, the pump touch screen became dark and would no longer turn on. Customer's blood glucose was 105 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.